Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was inaccurate. Additionally, it was reported that the user experienced resistance when filling a cartridge. The user's blood glucose (bg) level was 297 mg/dl. The user reloaded the cartridge successfully and delivered a bolus via the pump to address bg level.